Manufacturer narrative:
Coding information was added to section h6 as it was inadvertently missed with the previous follow-up report.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had noisy image. The issue occurred during preparation before use for an unspecified diagnostic procedure and was completed using a replacement device. There were no reports of patient harm and delay.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of noisy no image was confirmed. It was reported that the image was noisy due to a faulty charge-coupled device. It was also confirmed that the channel tube leaked, the control section, the bending tube, and the light guide connector were immersed. A review of device history record (DHR) and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit and the circuit board inside the connector, causing an abnormality in the electronic components, which led to the occurrence of this event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.